Event description:
On (B)(6) 2011, pt reported the up arrow on the infusion device is not working. Pt stated, the arrow farthest from the insulin cartridge is not working. Pt reported he noticed, it was getting more difficult to get the button to make connection (B)(6) weeks ago and now it will not make connection at all. Pt stated, the button does pop back up when pressed. Pt has a backup infusion device to switch to if needed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.